Event description:
The inserter handle is cracked.

Manufacturer narrative:
Additional narrative: examination of the returned sample confirms the handle is cracked. A previous investigation found (B)(4) that was implemented on (B)(6) 2006 to alleviate handle fractures; a metal washer was added at the distal end of the handle to protect the radel handle from impact during an extraction type hit. Related CAPA (B)(4) was closed on (B)(6) 2006. The date code ag1007 indicates that the instrument was manufactured in october of 2007; after the design change. The cause appears to be from misuse and heavy usage. No corrective action indicated due to the instrument being heavily damaged and the instrument going on 8 years old. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.